Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0k32z, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated her reason for calling was because she has been having pain in the ins area. Patient explained that two thursdays ago she climbed a step ladder to get something out of a cabinet above her kitchen sink. Patient stated she missed a step and fell all the way down and hit her right hip pretty hard. Patient added that she slid after she fell. Patient noted that her ins was on the top of her buttocks, and was experiencing the pain in that area. When describing the pain, patient stated, "it's like a lead was bent or something." Patient stated she changed to different programs for a couple of days and tried increasing and decreasing stimulation on each one. Patient stated she eventually changed back to her original program because the others weren't helping. Patient stated she called her hcp to notify her of this issue, and was advised to call manufacturer "tech support" to see if something could be adjusted with assistance over the phone. Patient stated she was currently on program 4, 1.3v with ins on, and still has pain. Patient services offered to reach out to the field on patient's behalf. The patient's next appointment is (B)(6) 2019, but she would like to be seen before then if possible. There were no further complications reported.